Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display. Evaluation also revealed that the vibration motor was misaligned. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed a dim, discolored display. Evaluation also revealed that the vibration motor was misaligned. Unrelated to these issues, the audio bolus button cover was found to be detached/missing from the pump. (B)(6).